Event description:
The user facility reported that a dissection occurred during an interventional procedure, to treat an aneurysm in the left internal carotid artery (ica). F/u communication confirmed that: the user was advancing a chaperon 6f guiding catheter through a tortuous internal carotid artery; the inner catheter of the guiding catheter was removed and replaced with a terumo guidewire to assist in advancement of the catheter across an acute angle in the artery; during the subsequent advancement of the catheter and guidewire, an arterial dissection occurred and caused "ica closure"; and repro and nitro were administered to re-open the vessel, after which the procedure to treat the aneurysm was completed successfully; the dissection was not stented, but will continue to be monitored; and the pt is reported to be "fine." Please note that medwatch #2032493-2009-00055 has been submitted in regards to the chaperon device.

Manufacturer narrative:
The reported info does not indicate that any defect or malfunction of the guidewire device is suspected. Involved device was not returned for eval, and neither the product code nor lot number is known. Therefore, the failure investigation was limited to a review and assessment of info provided by the user facility. Results are based upon assessment of user facility info. Conclusions are based upon assessment of user facility info. As stated above, the reported info does not indicate that any defect or malfunction of the guidewire device is suspected. This manufacturer medwatch report is being submitted, because the glidewire was identified as being in use at the time of the adverse event, although it is unclear what role it played in the reported event. The warnings/precautions section of the instruction-for-use addresses the potential for vessel damage by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation."; and "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire and/or the catheter and determine the cause carefully by fluoroscopy. Failure to exercise propper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and f/u.